Event description:
Pump was not beeping or vibrating. Performed self test, pump tested ok, but pump never beeped or vibrated instructed customer to disconnect and return pump.

Manufacturer narrative:
Currently, it is unk whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore cosider this report complete to the best of our knowledge.